Manufacturer narrative:
D10. Concomitant products: sigpshell, sig power sigpshell control shell (lot n5c2218y); sigadaptstnd, sig power sigadaptstnd linear adapter (serial (B)(6); sigphandle, sig power sigphandle handle (serial (B)(6); sigmret, sig power sigmret manual retract tool (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, a cracking sound was experienced before firing, but the user proceeded as the articulation and opening and closing of the jaws appeared to function. After firing on the rectum, the device was unable to retractthe blade. The device locked on tissue and could not be removed. The surgeon troubleshoot, but the issue could not be resolved. The user then video-called a representative but was unable to troubleshoot successfully. Attempts to manually retract the blade using the manual retraction tool were unsuccessful as well. Manual intervention was done pull back the I-beam of the reload back to its original position. When the representative arrived and upon further checking, the reload was found to be loosely connected to the adapter and damaged, with the joint between the reload and the adapter broken. The broken part disengaged, and a leftover reload joint was stuck in the adapter. No piece's fall into the patient's cavity. The procedure was converted to open surgery, requiring forceful breaking of the reload from the adapter to remove the specimen and the use of laparoscopic scissors to cut the colon. Suturing was performed as a staple line replacement. The surgical time was extended by four hours.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Functional testing noted a crack noise prior to firing. It was reported that a cracking sound was experienced before firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to over flexure of the reload while attached to the instrument causing a fracture to the adapter before firing. The evaluation detected an unreported condition of cover tube damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.